Manufacturer narrative:
Our customer has done initial investigation of this event and have evaluated the instrument and its disposable tips. A number of tips in one rack appeared to have an undersized orifice, causing the event. The instrument had new disposable tips inserted and was returned to service.

Event description:
Hamilton company was informed of an event that occurred in 2005, in which the hamilton microlab star instrument reportedly mispipetted samples. This event occurred in a non-healthcare application; no death or injury resulted from this event.